Manufacturer narrative:
Siemens filed the initial MDR 2247117-2019-00097 on 25-nov-2019. Additional information (07-nov-2019): the customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse performed an alignment check of the ceramic valves and did a routine monitoring of the customer's system. The cse replaced the dual resolution diluter (drd) and performed a decontamination of the substrate bottle. Additionally, the customer had confirmed that the centrifuge time did not meet the manufacturer's recommendations. Siemens concluded that the replacement of components and improper pre-analytical preparations were the cause of the discordant results. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens filed the initial MDR 2247117-2019-00097 on 25nov2019. Siemens filed the initial MDR 2247117-2019-00097_s1 on 29jan2020. Additional information (04feb2020): siemens reviewed the event data and service report, including the replacement of sample and reagent acrylic blocks, dual resolution dilutor assembly, substrate co2 scrubber, wash station cable assay, pipettor motor driver, high speed spinner, and reservoir assembly. Siemens concluded that improper pre-analytical preparations were the cause of the discordant results. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens is investigating the event.

Event description:
A discordant falsely elevated human chorionic gonadotropin patient result as reported using an immulite 2000 xpi instrument. The initial discordant result was not reported to the physician(s). The same sample was repeated on the same instrument. The repeated result was reported, as the correct result, to the physician(s). There were no known reports of patient intervention or adverse health consequences due to the discordant falsely elevated result.